Event description:
It was reported that the lead was partially capped due to low r-waves and high thresholds. A new sense pace lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.